Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted, concurrently with a abdominal sacral colpopexy, abdominal repair of enterocele, lysis of adhesions, paravaginal repair, burch urethropexy, rectocele repair, perineorrhaphy. The patient underwent a mesh removal/revision on (B)(6) 2001. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior & posterior colporrhaphy and sacrospinous ligament fixation.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that following insertion the patient experienced, extrusion, infection, urinary/bowel problems, fistulae, recurrence and bleeding. On (B)(6) 2001 the patient underwent mesh revision/removal due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.